Event description:
Customer alleged discrepant inratio results as compared with the lab. Results as follows: inratio: 2.8; lab: 3.5. Inratio: 2.9; lab: 3.4. Pt's warfarin dose was adjusted based on the lab result. Pt also displayed clinical symptoms of bruising prior to warfarin adjustment.

Manufacturer narrative:
Investigation pending.